Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified opening, crease fold, red particles. Leak test was performed and found openings on anterior side. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge openings on anterior side due to surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation/irritation, pain, sensation increase/decrease, and skin rash/dermatitis.

Event description:
Healthcare professional reported right side "fatigue, inflammation, pain, sore lymph nodes, rashes, numbness of breast, blurred vision, nausea, brain fog and exhaustion." Device has been explanted.